Manufacturer narrative:
Investigation: bd was able to verify the sample was leak tested and the sample showed the defect of injection valve leakage. The root cause was associated to a bad tubing assembly by station 5 of equipment vh59. A corrective action project, CAPA#629955, has been initiated to investigate the issue. The device history records (DHR) review was performed. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), CAPA¿s or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced leakage. The customer stated, "following on from our telephone conversation, a new complaint has come in from sr theatre manager,craigavon hospital concerning the bd connecta 100cm. The complaint reads fluid leaking from connector all caps etc tightened but fluid still leaking out."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced leakage. The customer stated, "following on from our telephone conversation, a new complaint has come in from (B)(6) hospital concerning the bd connecta 100cm. The complaint reads ¿ fluid leaking from connector- all caps etc tightened but fluid still leaking out."